Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2009, patient underwent following procedure: 1. T12, l1, l2, l3, l4 kyphoplasty. 2. L5-s1 lumbar epidural steroid injection; for a pre-op diagnosis of : 1. T12, l1, l2, l3 and l4 vertebral compression fractures. 2. L4-5 spondylolisthesis, degenerative (grade I/ll). On (B)(6) 2009, patient underwent following procedure: 1. L4-5 decompressive laminectomy to include decompression of the l4 and l5 ne rve roots bilaterally. 2. Interbody arthrodesis l4-5. 3. Application of prosthetic device l4-5. 4. Posterolateral arthrodesis l4-5. 5. Posterior nonsegmental instrumentation l4-5; for a pre-op diagnosis of: 1. Severe neurogenic claudication. 2. Grade 2 l4-5 spon dylolisthesis, degenerative. 3. Severe spinal stenosis l4-5. Per-op notes: the l4-5 region was confirmed radiographically. The l4 and l5 transverse processes were identified bilaterally and the l4-5 facets were found to be extremely hypertrophic with severe degenerative change bilateral. The decompression was carried forth by performing complete facetectomies bilaterally. This allowed me to enter this spinal canal and use the high speed bur to remove the remainder of the lamina. I then also used the kerrison rongeurs for a pedicle to pedicle bilateral decompression. The l4 and l5 nerve roots were very well compressed bilaterally. The canal as well as the lateral recesses and foramen were now ve1y well decompressed. A left-sided tlif approach was performed. The curets were used to remove the cartilage from the end plates as well as pituitary rongeurs for the disk material to be removed. All in all, I was placed with the end plate preparation. I used the curets to remove cartilage from the end plates and then the wound was copiously irrigated followed by placement of local autograft and bmp in the antelior disk space followed by a size 10 peek spacer which has local autograft and bmp within it. No complications were reported during the procedure. On (B)(6) 2014, patient underwent following procedure: 1. Lumbar laminectomy for decompression of the l3 and l4 nerve roots. 2. Use of the microscope; for a pre-op diagnosis of: 1. History of l4-l5 fusion, remote. 2. Adjacent segment degeneration with stenosis, l3-l4. 3. L3-l4 radiculopathy. No complications were reported during the procedure.